Manufacturer narrative:
Per the instructions for use, device migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, it is possible that the moderate-severe native calcification, in addition to the original placement of the valve may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by (B)(6) affiliates, a 26mm sapien xt valve had been inflated with nominal volume and there was no regurgitation detected in the intraprocedural tee. The valve position pre and post-deployment was 40/60 aortic/ventricular. At the end of the tf-tavi procedure, tee showed a correct sapien xt valve position. One hour after tavi procedure, control tte showed a migration of the sapien xt valve into the lvot, without hemodynamic instability. The patient was successfully treated by conversion to open-heart surgery with aortic valve replacement and sapien xt valve retrieval from the lvot. The native valve degree of calcification was moderate to severe. As per medical opinion, the original placement of the valve may have been too low, causing the embolization.